Event description:
Tech alleged that the head of the bed is drifting down slowly after being raised. And the cardio pulmonary resuscitation is not functioning. No pt impact.

Manufacturer narrative:
The tech found the cause to be a faulty head down valve and cardio pulmonary resuscitation valve. The tech replaced the head down valve and cardio pulmonary resuscitation valve. Issue still remains, the bed needs the hydraulic manifold replaced. No further info is available on the repair of this bed at this time.